Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of an intrinsic qrs followed by pacing on the patient's t-wave. This induced ventricular tachycardia (vt) for which the device appropriately shocked and converted the rhythm. This occurred during initial implant testing. A request was made to have device data analyzed by technical services (ts). The implant procedure was successfully completed. No additional adverse patient effects were reported.